Event description:
During verification testing at the service center, the device did not deliver a dose when the button on the pt bolus cord was pressed.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. Event problem codes: the event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).